Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture was observed in the electrocardiogram. It was suspected to be a right ventricular (rv) lead issue so the lead was explanted and replaced. During the procedure, the replacement rv lead did not pace with the older implantable pulse generator (ipg), so the ipg was also explanted and replaced. The replacement rv lead worked with the new ipg without any issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.